Manufacturer narrative:
Under user's discretion the device is not available for return to MFR. The investigation is not yet complete, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there is dim light source. No patient or procedure involvement. No negative impact in state of health reported.